Manufacturer narrative:
The unit was received at the international service center. When the button on the touch panel was pressed, the place which was supposed to be shown didn't respond. Even calibration was performed, the phenomenon didn't improve. Touch screen was replaced. Unit was checked overall, cleaned, run in tests and alarm tested check test was performed then no abnormality was confirmed.

Event description:
Customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified touch panel failure. There was no patient involvement.